Manufacturer narrative:
This is a initial report. The customer's reported product was returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl or greater than 500 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Manufacturer narrative:
While the initial report indicated that product had been returned for investigation, this correction clarifies that although product had been requested back for investigation, as of this date, no product has been returned.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 501 mg/dl and 19 mg/dl were plotted on the parkes error grid. The results fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.